Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no: 320122; batch no: 0156525. The consumer reported finding a needle not working during injection. It does not complete the flow check. Date of event: unknown. Samples status: awaiting sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no: 320122. Batch no: 0156525. The consumer reported finding a needle not working during injection. It does not complete the flow check. Date of event: unknown. Samples status awaiting sample.